Manufacturer narrative:
Title: heller myotomy for epiphrenic diverticula compared to nondiverticula esophageal motility disorders, a single institution experience and appraisal of patient characteristics, high-resolution manometry 2020 source: dig surg 2020;37:72¿80. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, the patients underwent heller esophagomyotomy with and without diverticula between 2011 and 2018. There were 308 patients, and 31 had diverticulum. The reported stapler was used to divide the diverticulum along the esophagus. Post-operatively, the patient developed leaks that originated from the staple line and bleeding. Re-operation or clip placement was required to resolve the issue.